Event description:
The biomed technician at customer's facility called baxter technical service on 3/12/10 to report an infusor pump that is alarming intermittently during patient infusion. On (B)(6) 2010, the anesthesia technician reported the pump alarmed intermittently during infusion of propofol to a patient, pump did not display an error message. The anesthesia technician replaced the batteries but pump still alarmed, pump appeared to be getting hot. The pump was exchanged to continue patients therapy. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available. The biomed technician at customer's facility was able to fix the issue on this pump with the help of baxter technical support. The pump will not be sent to baxter service center for evaluation..

Manufacturer narrative:
(B)(4). Device has been repaired at customer's facility. Customer received support information from baxter technician to make the appropriate repairs to this device. No information has been obtained on what repairs the customer made at their facility to this pump.